Manufacturer narrative:
The manufacturer previously reported information that a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of patient harm. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. On the previously submitted report the become aware date was entered incorrectly now corrected. The event date, adverse event/product problem and describe event or problem was updated in box b. The initial reporter in box e was updated. Section codes were updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "eye irritation, nose irritation, hypersensitivity, asthma (new or worsening) and kidney disease/toxicity". No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of patient harm. Medical intervention was not specified. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
H3 other text : serviced by third party service center.